Event description:
International complaint received on 10/31/2005. Customer reports that "two y's connected together - first y came apart just before bifurcation." The problem was noted prior to use. No reported pt injury or medical intervention. No additional info available.

Manufacturer narrative:
A request for the return of the device has been made. If it is returned and evaluated a follow-up report will be submitted. Trending conducted revealed this to be an isolated incident for this product code 2n3376. Baxter will continue to monitor similar reports for possible trends.